Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer will remove the o-ring and reload the cartridge to address the event. There was no reported impact to the customer's blood glucose (bg) level.